Event description:
It was reported that, after a tka surgery had been performed, an early femoral condyle fracture occurred a week after the procedure. The adverse event has not being resolve but a revision surgery is being considered. The condition of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2022, an early femoral condyle fracture occurred a week after the procedure. The adverse event has not being resolve but a revision surgery is being considered. The condition of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the reported event could be confirmed with the x ray images provided. The clinical/medical investigation concluded that, based on the x-ray imaging provided, no clinical factors were concluded to have contributed to the reported event; however, it is unknown if user technique could have been a potential contributing factor. It cannot be concluded that there was a component malfunction from the information provided the patient impact beyond the reported femoral condyle fracture and subsequent revision to a hinged-knee type prosthesis with lateral condyle plating could not be determined. Reportedly, the patient is ambulating with a cane. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that improper fixation, and/or migration of the components could cause possible adverse effects and implant can become damaged as a result of strenuous activity or trauma. The patient should be warned of surgical risks, and made aware of possible adverse effects, this information has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could be corroborated as the femoral condyle fractured and a revision surgery was required. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2022, an early femoral condyle fracture occurred a week after the procedure. The adverse event was addressed with a revision surgery on (B)(6) 2022. Patient is walking with a cane.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the reported event could be confirmed with the x rays image provided. The clinical/medical investigation concluded that, based on the x-ray imaging provided, the user technique could not be ruled out as a potential contributing factor to the reported event. The patient impact beyond the reported femoral condyle fracture and possible future revision and/or medical/ surgical intervention could not be determined. The current patient status is unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that improper fixation, and/or migration of the components could cause possible adverse effects and implant can become damaged as a result of strenuous activity or trauma. The patient should be warned of surgical risks, and made aware of possible adverse effects, this information has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the device to the reported event could be corroborated as the femoral condyle fractured and a revision surgery is being considering. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.